Event description:
It was reported there was a volume discrepancy at the refill. It was reported the expected residual volume was 5ml and the actual residual volume was 15ml. The patient status was noted as alive with no injury. It was reported there were underdose symptoms of rigidity in a systemic location. The pump was used to deliver lioresal. Additional information reported that dose increases were necessary to reach good symptoms control. Additional information reported the patient was receiving effective therapy, and a dose increase was necessary. Additional information reported the pump and catheter were still implanted. It was confirmed the implant date was (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8781, implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient experienced underdose symptoms; "nd" and volume discrepancies occurred. The expected volume was 13 milliliters (ml) and the actual volume was 20 ml. The cause of the discrepancy was reported as a catheter occlusion. The location of the catheter issue was reported as the proximal segment/pump connector. It was also reported that the issue was not resolved and the cause of the issue was unknown if determined. The catheter remains implanted and in-service, however, a catheter revision was planned. Diagnostic testing also included a dye study. At the time of the event the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested. The revision was performed on (B)(6) and the physician found the catheter rolled up in the pocket. The catheter pump segment was replaced and was to be returned. It was further provided that the patient's symptoms were underdose with increasing spasticity. The patient was now doing well and receiving effective therapy. Of noted, it was further clarified that this event initially contained an 8731sc catheter. However, this was incorrect and now verified that the 8781 is the accurate catheter. No revision of this 8781 catheter had occurred until (B)(6) 2014. Implant dates were also confirmed.

Manufacturer narrative:
Analysis of the catheter revealed that during pressure testing in the laboratory, the kinked areas would occlude when the catheter was bent to a narrow radius. It was concluded that the catheter body had significant twisting that may have affected infusion.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# unknown, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.